Event description:
The customer reported an air source fault resulting in a vent inop condition; air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
On 10/26/2016. Root cause: the blower assembly test failed, bad hall effect sensors ha, hb, hc generated the blower not to function. The reported complaint of vent inop 1012 was duplicated.